Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) has been confirmed. Upon investigation the monitor delivered a monophasic pulse during the distributor evaluation. The cause for the monophasic pulse was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. Additionally, the monitor displayed a service code 204 (belt/monitor unusable) when connected to a belt. The cause for the service code was isolated to an internally shorted +5a on component u409 of the computer/analog board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse during functionality testing.